Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube. Per maude event report, the customer reports during several attempts with multiple providers to insert a kangaroo ng feeding tube, the pt sustained a small pneumothorax and required the placement of a chest tube.